Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 2.75 x 24 stent delivery system was returned for analysis. A visual examination of the stent found damage. Stent struts from the mid region of the stent were lifted. The undamaged stent was measured and the result was within maximum crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 08jul2020. It was reported that the device was unable to cross the lesion. The target lesion was located in the left anterior descending artery. A 2.75 x 24mm synergy drug eluting stent was selected for use. During the percutaneous coronary intervention, the stent balloon could not cross the lesion. The procedure was completed with a different device. No patient complications were reported and patient's status is stable. However, device analysis revealed stent damage.